Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number2016493-2023-222924 is a concomitant. Please refer to manufacturer report number 2016493-2023-222927, which captured the correct suspect device per investigation report.

Event description:
It was reported that the study drug was started at the rate of 283 ml/hr. When the pump was beeping for completion of infusion, it appeared to still be nearly full. The pump module stated that the volume to be infused was 114ml, which has been programmed for 115 ml to allow 25ml for flush, for a total volume of infusion of 140ml. The patient line was flushed with "d5w" without difficulty, and the pump module was changed and the patient completed the infusion in 30 min from that time without difficulty. There was patient involvement but no harm.

Event description:
It was reported that the study drug was started at the rate of 283 ml/hr. When the pump was beeping for completion of infusion, it appeared to still be nearly full. The pump module stated that the volume to be infused was 114ml, which has been programmed for 115 ml to allow 25ml for flush, for a total volume of infusion of 140ml. The patient line was flushed with "d5w" without difficulty, and the pump module was changed and the patient completed the infusion in 30 min from that time without difficulty. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.